Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. During an attempt to perform a firmware upgrade on (B)(6) 2019 on the pulse generator, backup operation occurred. It was suspected that the backup was caused due to a problem with the communication of the merlin programmer. The patient was admitted to the hospital on (B)(6) 2019 due to heart failure systems. It was believed that the symptoms were caused by the backup operation. The device was restored to old parameters. The device was upgraded successfully.